Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil pusher assembly. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset on the proximal end of the coil. The black heat shrink tubing on the proximal end of the introducer sheath was bunched-up. Conclusions: evaluation of the returned device revealed that the smart coil¿s embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated inside the hub of the microcatheter prior to advancement, resistance may be experienced, and damage such as this may occur. In addition, the rotating hemostasis valve (rhv) not being used during the procedure may have contributed to the reported issue. The offset coil winds prevented the smart coil from advancing into a demonstration microcatheter during functional analysis. Further evaluation of the returned device revealed that the black heat shrink tubing on the proximal end of the introducer sheath was bunched-up. This damage likely occurred due to forceful attempts to advance the smart coil into the non-penumbra microcatheter against resistance. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat major aortopulmonary collateral arteries (mapca) in the celiac artery using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached two smart coils into the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil out of its introducer sheath and into the microcatheter, the physician encountered resistance inside the introducer sheath. The smart coil exited the tip of its introducer sheath but was unable to advance completely out and into the microcatheter. Therefore, the smart coil was removed and the procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.